Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery but was resolved by a complete set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was in the high 400's mg/dl at the time of incident. Troubleshooting advised customer to call back if the pump alarms again to troubleshoot any possible issues with pump. No further information was provided.